Event description:
The surgery center reported of experiencing a loader error with a non-preloaded monofocal intraocular lens (iol) during injection. As the lens was being pushed up to load into the eye, the haptic in front became bent, and the cartridge sustained damage along with the lens when the plunger advanced. It was confirmed that the haptic damage occurred after the lens had contacted the eye. The affected lens was not implanted, and replacement lens of the same model, but with different diopter power was successfully implanted in the patient's left eye. It is unknown whether the damage was present on the cartridge body or tip. The account was also unable to determine whether user error may have contributed to the reported events. No surgical interventions such as vitrectomy, incision enlargement or sutures required. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided.section b3: date of event: unknown, not provided, but the best estimate date is on or prior to (B)(6), 2026.section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: telephone number: (B)(6).section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.attempts have been made to obtain missing information; however, the information has not been provided.all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.